Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown) the device would not charge. When the clinician attempted to charge the device to 200 joules, the display incremented to 78 joules then paused before stopping the sequence. The clinician did not recall the error messages that were displayed at the time of the event. The clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.